Manufacturer narrative:
H3 summary attached ¿ updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The was device is not returned; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the coil embolization procedure, the subject coil fractured during placement. The procedure was completed successfully without any consequences to the patient due to this event.

Manufacturer narrative:
Subject device is not yet available.

Event description:
It was reported that during the coil embolization procedure, the subject coil fractured during placement. The procedure was completed successfully without any consequences to the patient due to this event.